Event description:
A report was received that the patient was found blacked out. The event was procedure related. The patient was doing well.

Event description:
A report was received that the patient was found blacked out. The event was procedure related. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial#: (B)(4), description: trial linear st lead, 50cm.